Manufacturer narrative:
Final analysis noted a complete lead was returned in two pieces; a connector portion measuring 61.1 cm and a distal portion measuring 31.6 cm. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the left ventricular lead dislodged from the coronary sinus. The lead was explanted and replaced. The patient¿s condition was stable before, during, and after the procedure.